Manufacturer narrative:
The device was returned for evaluation, and confirmed that the tip of the device was missing. (B)(4) was not able to obtain enough information surrounding the incident to determine the root cause of the failure. In addition to the device evaluation, our investigation also included a review of the manufacturing process. We reconfirmed that all processes were conducted as required, and that the device met all the inspection requirements prior to packaging and release. The instructions for use state that the tip of the device may break if excessive force is applied, and that the use of excess force to pass the needle through fibrous/calcified tissue, or striking bone, can cause needle breakage and patient injury. It is recommended to reposition the needle to pass through a different area. This medwatch report was originally submitted on 02/18/2016, however due to an internal error, this report was submitted through the esg test account instead of the esg production account. Consequently, cdrh did not receive this report within the 30 day timeframe. Therefore, this medwatch report now reflects today's date which corresponds with the file transmission through the esg production account.

Event description:
It was reported the tip of the mutlifire scorpion needle broke off during the course of surgery and was not recovered. No other information regarding the incident was provided.